Manufacturer narrative:
The field service engineer (fse) checked the analyzer and found it was operating normally. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
A first investigation identified an issue with the valves of the sample probe. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ureal (urea/bun) assay on a cobas c 503 analytical unit. The sample was initially tested on a cobas c702 analyzer, resulting in a ureal value of 20 mg/dl. The sample was repeated on a cobas 503 analyzer, resulting in a value of 180 mg/dl. The initial result obtained on cobas c702 was deemed correct. The questionable result was reported outside of the laboratory. The ureal reagent lot was 663424 with an expiration date of 30-jun-2023.